Manufacturer narrative:
See MFR. Report #3004209178-2016-19233 regarding issues the patient experienced with her previous implantable neurostimulator.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had an "incident" about eight weeks prior to (B)(6) 2016 and she was struck, she flew back, and she hit a wall where the implantable neurostimulator (ins) was. Since then she had problems with the device. The device had shifted in the pocket and was "coming out" of her butt. She was working with her doctor to have it replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.